Event description:
It was reported that during normal device change-out, externalized conductors were observed on the lead. No electrical anomalies were detected. Lead was explanted and replaced. Patient was asymptomatic.

Manufacturer narrative:
A partial lead measuring 60.4cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.4cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.8-15.3cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.